Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The device was not in use from (B)(6) 2024. The cgm sensor failed on (B)(6) 2024 and no bg values were entered, resulting in the ilet suspending insulin. The ilet ran out of power on (B)(6) 2024. The device was recharged, a new cgm sensor was started, a new insulin cartridge was installed, and a new infusion set was placed at 9:30 pm on (B)(6) 2024, allowing the ilet to resume insulin dosing. Cgm glucose > 400 mg/dl at that time. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was stopped at 8:24 am on (B)(6) 2024 when the cartridge ran out of insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by not maintaining the device to allow for continuous insulin delivery, as well as a failed infusion set after the device use was re-started.

Event description:
On 8/23/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 8/23/24 a beta bionics customer care agent followed up with the user about the event. On 08/22/24, the user experienced a high bg event due to a bent cannula. The user, who normally uses the convatec contact detach (23", 6mm) steel infusion set, was using the convatec inset (23", 6mm) teflon cannula infusion set at the time. The user reported a bg level exceeding 401 mg/dl for about 10 hours. They drove themselves to the hospital, where they were treated with IV drips and insulin. The user was advised to return to multiple daily injections (mdi) until their appropriate contact detach infusion set supplies were replenished. The hospital staff mentioned the user was "borderline dka," but no official diagnosis was provided.